Event description:
(B)(4). It was reported by the consumer that the unknown model and serial numbers power wheelchair was driving in circles to left without command. There was no patient injury reported.